Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.biomedcentral.com/content/pdf/s12891-015-0485-6.pdf.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that one patient had a post-operative complication of a pulmonary embolism.